Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, while suturing the sacrospinous ligament, the needle broke off the suture. The detached needle was identified through x-ray and was unable to be retrieved from the patient. The procedure was completed with another uphold¿ lite.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was broken and the remainder of the suture with dart was not returned. The cage on the capio slim suture capturing device was pried away from the device but still attached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, while suturing the sacrospinous ligament, the needle broke off the suture. The detached needle was identified through x-ray and was unable to be retrieved from the patient. The procedure was completed with another uphold¿ lite.